Event description:
Additional information received from the patient reported that he needed to get the device fixed or get it out of him. He had contacted his healthcare provider, who noted that there was nothing he could do and directed the patient to contact the manufacturer. A healthcare provider later reported that the product had stopped charging.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that the problem has not been resolved, the implant site continues to be sore, and 'lying on back impossible." The patient also claimed he had a hard time getting to see his doctor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they were having problems with their implantable neurostimulator (ins); it quit working and it ¿ran down¿. It was noted that the patient could no longer feel stimulation and the ins site was ¿hurting something awful¿ like a bruise about a month prior to the report. The patient also stated that they were unable to charge the ins, they saw the reposition antenna screen on the ins recharger (insr) when they attempted to charge the ins on (B)(6) 2016 and there was no communication between the insr and ins. The last successful recharge session was noted to be about two weeks prior to the report. There were no trauma/falls reported. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.